Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the device did not alarm for a vtach on (B)(6) 2015 at around 5 pm. The patient passed away on (B)(6) 2015.

Manufacturer narrative:
.

Event description:
The customer reported that the device did not alarm for a vtach on (B)(6) 2015 at around 5 pm. The patient passed away on (B)(6) 2015.